Event description:
The customer reported the images were very grainy. The customer reported that the images were unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera lens and image intensifier was evaluated and cleaned. The system was tested and found to be working as intended and returned to service.